Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the med station not able to power up. A field service engineer (fse) checked the power cords and all cable connections. A faulty half height (hh) cubie drawer was found to be preventing the station from powering up. The hh cubie drawer controller board was replaced. The station was tested, powered up successfully, and access to all drawers was restored. The system functioned as intended after the field service engineer repaired the device.